Event description:
It was reported to covidien that maxa sensor was reading about 8 points low. No pt harm reported.

Manufacturer narrative:
(B)(4). This is the second report of two referencing both MFR report # 2936999-2013-00654 and 2936999-2013-00655. When covidien follow-up with caller to request info on incident such as; placement of the sensor, how long sensor was in use, how often the site was checked/changed, caller stated they didn't have any additional info. Caller noted that units had been checked again and readings were as expected.